Event description:
A patient reported experiencing inaccurate erratic results with an ot ultra meter. The patient's blood glucose results were 400mg/dl, 160mg/dl. Tests were done 1 minute apart with a difference of 76%. Patient did not experience any adverse events. No further information has been reported.